Event description:
Implant didn't achieve osseointegration, primary stability was achieved, no thread tap used, smoker, inadequate bone quality/quantity, peri-implantitis, infection, bleeding, inflammation.